Event description:
Revision due to recurrent effusions.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: medical product: oxf uni tib tray sz e lm PMA item #: 154726 lot #: 386460. Medical product: oxf anat brg lt xl size 6 PMA item #: 159564 lot #: 455860. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a patient underwent knee revision due to recurrent effusions.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a patient underwent knee revision due to recurrent effusions.

Manufacturer narrative:
(B)(4). The root cause of the reported ''recurrent effusions'' could not be determined with the available information. The recurrent effusions were likely a result of the infection (haemophilus sputorum) that was discovered after further testing of cultures obtained from the knee aspiration procedures. Also, impingement caused by osteophytes and/or bone cement debris that were evident in the radiographs taken subsequently to the initial knee arthroplasty may have contributed to the reported issue. Another possible factor is the postoperative diagnosis of ''lateral compartment and patellofemoral compartment osteoarthritis'', as stated in the report of operation. The information provided suggests that the condition of the patient¿s left knee was not related to the device and that the oxford partial knee implant had not malfunctioned or failed to perform as intended. In fact, it is stated in the malfunction section on etq that the available information does not suggest the device/product has malfunctioned or failed to perform as intended. It is not possible to determine if the implant contributed to the reported reason for revision - recurrent effusions. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: unknown tibial component, catalog #: not reported, lot #: not reported, medical product: unknown bearing, catalog #: not reported, lot #: not reported. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00379, 3002806535-2019-00380. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Knee revision due to unknown reason.